Event description:
A talent thoracic stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that there was aneurysm enlargement to 7cm in diameter. The cause of the aneurysm enlargement could not be determined. No additional information was able to be obtained for this event. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Results: aneurysm enlargement. Conclusion: insufficient information. Cause is unknown.